Event description:
It was reported that the patient has expired. Through follow-up with the health-care provider (via phone call), it was learned that the patient died after an implant duration of approximately 0.07 months. The cause of death was noted as cardiogenic shock due to myocardial insult.

Manufacturer narrative:
Cardiogenic shock; myocardial insult. Device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The patient also had a device explanted; however, it was determined to be not reportable, as that event was learned to be not device related. This event was learned through follow-up with the health-care provider (via fax), regarding the explanted device. A copy of the operative report was also received. Through follow-up for this event (via phone), the cause of death and date of death were learned. It was also learned that the device remains implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.